Event description:
There was an allegation of questionable elecsys ferritin results from the cobas 6000 e601 module. The initial result was >2000 ng/ml. The repeat result on another analyzer was 24.21 ng/ml. The customer repeated testing on the original analyzer with a dilution and the result was 2086 ng/ml. The customer tested the sample on a vitros analyzer and the result was >1000 ng/ml. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 736737. The expiration date was not provided. The field service engineer found a blockage in the channel 1 flow path. He cleared the blockage and ran performed testing and system checks which all passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The qc recovery was within the acceptable range, therefore there was no indication of a performance issue with the reagent. The analyzer alarm trace contained multiple abnormal aspiration and probe-sucking alarms on the date of the event near the time the sample was processed.